Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a >55mm aaa . The diameter of the aorta at the renal artery was 28mm. The length of the proximal neck was reported as 30mm.  Mild vessel calcification was also reported.  It was reported that during the index procedure, the bifurcate stent graft was deployed, after the tapered tip was recaptured, the trailing edge of the tapered tip became engaged in one of the supra renal stents and began dragging it down. The physician was advised to stop several times to correct the situation but it continued downward and the supra renal stent becamelodged into the fabric. The physician then tried to use a balloon several times to move the supra renal stent back into place but was unsuccessful. At this stage the patients blood pressure dropped, and a rupture was suspected in the area of the aortic neck. The displaced supra renal stent also caused an infolding and a type ia endoleak.  The physician attempted to rectify the ia endoleak by covering the smaller left renal artery, placing a chimney stent into the right renal artery and extending to the sma with a cuff. Later an aui was placed and finally a thoracic graft placed and a stent extended into the sma. The events resolved.  No cause was reported.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Additional information received; it was reported the patient expired post the procedure in the or. It was confirmed the cause of the tapered tip getting caught on the supra renal stent was that the wire was biased to the one side of the vessel and it caused the device to engage with the suprarenal stent and the surgeon did not react quickly enough to either the visual cues on the screen . The rupture of the aortic neck was confirmed during the procedure. Per the physician the cause of death was the ruptured aaa. None of the other endurant stent grafts caused or contributed to the patient's death. Film evaluation summary: the reported 'difficult to remove" and 'deformation in vivo" were confirmed on the films received however, the exact cause of these events could not be determined on the limited films provided. The reported type ia endoleak <(><<)>(><(>&<)><(><<)>)> rupture could not be confirmed. The reported patient death could be assessed. The availability of angiograms taken during the index procedure could have allowed for a thorough analysis of the deployment and subsequent delivery system tapered tip getting caught on the supra renal stent, but these were not provided for review. It is likely that the reported infolding and type ia endoleak were as a result of the suprarenal stent being pulled downwards and displacing the graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.